Event description:
It was reported that patient had their lead explanted and had a drg system implanted on (B)(6) 2022 due to ineffective stimulation.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.